Event description:
It was reported that the procedure was to the restenosis of a non-abbott stent, implanted 7 months ago, which was located in the distal circumflex with moderate tortuosity, moderate calcification and 90% stenosis. The whisper ms guide wire was advanced, but resistance was felt proximal to the lesion and became stuck. Force was applied and the guide wire was torqued slowly to remove the device successfully. After withdrawal, the tip was found to be stretched. A non-abbott guide wire was therefore used to continue the procedure. It was further noted that the physician confirmed that with intravascular ultrasound (ivus) that the proximal edge of the stent was lifted due to restenosis and the guide wire had possibly become stuck there. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Based on the review, no product deficiency was identified.